Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "staff states pump alarmed "service required". Staff stated, "alarmed red and said service required". The pump is visibly clean, and the pins don't feel sticky. Pump was cleaned, ran an infusion on both sides, no issues. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.